Event description:
Customer reported that the pump screen failed to display due to the pump getting wet when the customer jumped into a pool. The impact on the customer's blood glucose level was unknown as the customer declined to provide this information. Technical support was unable to troubleshoot the issue since the pump was wet and could not be plugged into a power source. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.